Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced change in stimulation coverage due to lead migration which was confirmed through x-ray. The patient was reprogrammed and was able to capture most of the pain area. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. The lead remains implanted.